Event description:
It was reported that approximately eight months after implantation of a vena cava filter during the scheduled filter retrieval, a detached filter arm was identified in the ivc. The filter and the detached filter arm were retrieved with a snare device. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was returned and a visual evaluation completed. The filter contained 6 legs and 5 arms present and intact. One arm was broken approximately 5mm from the based of the apex. The break appears to be even with a slightly rough texture. The returned arm was bent, which is likely due to removal forces during removal. The complaint investigation is confirmed for a filter arm detachment. However, based on the information reported, the definitive root cause for this event is unknown.